Event description:
We bought an airsep portable oxygen concentrator in (B)(6) 2012 and since have broken a very important component twice. There is a plastic connector on one end of a cord which goes from the charger to the concentrator about an inch long which plugs into the machine to recharge it. The other end of the cord is hardwired into the charger so it cannot be removed from the charger. The plastic connector is the weak point. We have broken twice and due to the cord being hardwired to the charger, we must order the entire charger at a cost of over (B)(6). If the cord with the one inch plastic connector plugged into the charger, we could just get a replacement cord at a very nominal replacement price. They did replace the 1st one for us free, but the problem remains and we worry each time we recharge the unit in public or in the car. The charger or power model number is 4219 for an airsep model number: as095 free style tm oxygen concentrator. We bought the machine ourselves as we were (B)(6) into the program and (B)(4) would not supply a portable concentrator. It was very expensive. Thank you for your time.